Manufacturer narrative:
This is an estimated date as a date of occurrence was not provided by the customer.the remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative via social media with the binaxnow covid-19 antigen self-test performed on an unknown date on or before v 2022 on an unknown swab type. Confirmation testing via an unknown method at a doctor's office was performed on an unknown sample type and generated a positive result. The consumer reported that they were symptomatic at the time of testing. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a false negative via social media with the binaxnow covid-19 antigen self-test performed on an unknown date on or before (B)(6) 2022 on an unknown swab type. Confirmation testing via an unknown method at a doctor's office was performed on an unknown sample type and generated a positive result. The consumer reported that they were symptomatic at the time of testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: this is an estimated date as a date of occurrence was not provided by the customer. Additional information: e1 - country the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.